Event description:
Earlier this year, the patient reportedly hit their head while running with friends. In june 2003, the patient's device reportedly stopped working. The patient was seen at the center. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.